Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a viking diagnostic catheter the device "was wrapped into the patient" during the procedure and became difficult to remove. They were able to remove the catheter without additional interventions and there were no patient complications. The catheter is not expected to be returned as it was disposed of by the site.